Event description:
Device returned to manufacturer for analysis with report "explanted-infected". Follow up with health care professional revealed that the infection started in the same month of the implantation and symptoms exhibited include redness, swelling, drainage, and incisional wound opening of the device pocket. The culture obtained was positive for staph. The patient was treated with IV antibiotics and a total device system explant. The infection has been resolved and the patient suffered no drug withdrawal associated with the event.